Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: date of birth: requested, not provided, a3b: gender: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided , d6b: explanted date: device was not explanted, patient height: 1.70m, the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was pulled out completely and without resistance after the anchor was inserted (both markers were visible, and the click was audible). It was immediately pressed off (manuel compression). The angio-seal was then inspected, and it was found that the sheath was empty. There was no significant blood loss, approximately 20 ml. There was no patient harm. Additional information was received on 20jun2024: the procedure sheath size used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. No equipment or other devices were used with the involved angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).